Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had lines red lines going through the screen north to south. The customer was assisted with troubleshooting. The customer was advised to discontinue from the pump at the quick release. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device received with lines across screen during testing due to moisture damage on electrical board 1. Device also received with cracked case(battery tube) and cracked battery tube threads.